Manufacturer narrative:
Correction: section b3 should have been (B)(6) 2020 rather than (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic and upon interrogation, it was noted that there were episodes of undersensing. Programming changes were made. The patient was stable pre, during, and post-visit.